Event description:
It was reported that a handheld device backlight was not working. The device would power on but the backlight was reportedly not functioning properly. The device was returned to the manufacturer but was inadvertently disposed of before product analysis could be performed.